Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump not stopped beeping and received a open book image on the screen. The customer¿s blood glucose was 160 mg/dl. Troubleshooting was done for open book image. Customer reported they received red x image and book with question mark on the insulin pump screen. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. After further review of the device¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the serial number label located between the belt clip rails has rubbed off and become illegible, and the middle (enter) keypad button is cracked.